Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed due to signs of burn damage on component.

Event description:
A user facility¿s biomedical technician (bmt) reported that during rinse the jet valves were not working and the unit turned off after five minutes. During repair for that issue, it was discovered that there was black discolored pieces on the pump and in the tank. There was no harm to any patients or individuals because of this malfunction. It is unknown if a sample is available for manufacturer evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that during rinse the jet valves were not working and the unit turned off after five minutes. During repair for that issue, it was discovered that there was black discolored pieces on the pump and in the tank. There was no harm to any patients or individuals because of this malfunction. It is unknown if a sample is available for manufacturer evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.